Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The . Receiver download contains no issues related to complaint. Vibrator does work,it is felt(without intermittence) when receiver is turned on,when 'try it','fixed low' is done,and when vibrator is tested with communication tool. Unable to perform functional test because this is a gen4/ share receiver with gen5 firmware,it is incompatible with ffa functional test station. Opened receiver,passed internal visual inspection. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.